Event description:
Health care professional reported 7 pts complained of cramps and fever during treatment on 1150 device. Health care professional states medical intervention was necessary, but provided no further info about these events.